Manufacturer narrative:
Product complaint (B)(4). Investigation summary : the complaint states: ¿the one cement inner packaging damaged¿. The customer supplied photographs of the device for investigation (see attachment ¿(B)(4) customer photos.pdf¿). The photographs show a discoloured ampoule blister containing an ampoule. It is not possible to see the damaged ampoule. The state of the ampoule blister confirms the complaint description. Retained samples for this lot were examined, but no further broken ampoules were discovered. There is not enough evidence in the customer photographs to determine root cause for the failure. The customer later returned the device for examination. No new information was obtained from the returned sample. Dva-107020-fde rev 10 was reviewed (see attachment ¿(B)(4) extract from dva-107020-fde.pdf¿). This possible failure mode is included, and the risk is considered as low as possible. It is not possible to determine root cause for this incident with the information available. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot : device history reviewed: 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 31 december 2021 .

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The one cement inner packaging damaged.